Event description:
It was reported that after approximately 153,000 joules and 22 minutes at 120w, the fiber stopped firing at 90 degrees and began emitting energy straight out the end of the fiber during a photoselective vaporization of the prostate (pvp) procedure. The procedure was completed utilizing another of the same device. There were no clinical consequences to the patient.